Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the non-bd ECMO (extracorporeal membrane oxygenation) device stopped when it detected air in line causing the patient to require CPR (cardio-pulmonary resuscitation). There was no report of lasting harm.